Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had two leads from the same lot number. Pt is not receiving effective stimulation. The pt stated he is receiving painful stimulation in the wrong locations. A sjm rep met with the pt and lead diagnostics showed multiple invalid contacts. Reprogramming was unable to resolve the issue. Surgical intervention may be taken at a later date to address the issue.